Manufacturer narrative:
(B)(4) - pain occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic left salpingo-oophorectomy and a sling procedure in the hammock position on (B)(6) 2010. The pt began experiencing left pelvic and buttock pain on (B)(6) 2010. Ultrasound and CT of the pelvis were negative. On (B)(6) 2010, the pt was injected with 10cc 0.5% marcaine with epinephrine in the low left side of the mesh with immediate relief for six hrs. Currently, the surgeon is considering removal of the left side of the mesh and consult with a pain specialist.